Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in right cornual region') and fallopian tube perforation ('mild perforation of the left essure device on the proximal part of the fallopian tube') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy with removal of essure, hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes non-patent. Essure devices are functioning properly. Lot number: 796893 manufacturing date: 2010-10 expiration date: 2013-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in right cornual region') and fallopian tube perforation ('mild perforation of the left essure device on the proximal part of the fallopian tube') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy with removal of essure, hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes non-patent. Essure devices are functioning properly. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.